Event description:
This ra lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018. A call was placed to technical services on 04/19/2018 stating that it looks like 60 cycle noise. It could be minute ventilation sensor advisory issue. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).